Event description:
Reportedly the pump was set up to infuse packed red blood cells over 4 hrs but delivered the prbc's in 10 mins. The baby was given lasix to prevent fluid overload. No add'l treatment was required for this pt.